Event description:
That patient underwent revision surgery due to device migration. It was reported that the patient had lost 27 pounds due to her recently diagnosed lupus and that as a result of the weight loss, the generator had migrated from its original position. The generator pocket reportedly 'had some play in it,' allowing the device to move around. During the revision surgery, the generator was anchored down more securely. Device diagnostic testing was within normal limits, indicating proper device function.